Manufacturer narrative:
A getinge field service engineer found that the battery replacement date was off. The fse reset the battery maintenance menu to the correct dates. Performed safety, calibration, and functionality checks passed factory specifications. The unit was returned to clinical service upon completion.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) error battery maintenance required. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).